Event description:
It was reported that the user experienced sustained hyperglycemia with continuous glucose monitor readings exceeding 400 mg/dl for approximately six hours, coincident with an infusion set issue in which the cannula was later found bent and insulin was observed leaking around the cartridge; the user planned to disconnect, administer a manual injection, wait before reconnecting, and replace the infusion site. Symptoms included hyperglycemia. Outcomes included temporary interruption of normal therapy and use of interim corrective actions at home without medical intervention. Investigation included complaint handling and troubleshooting with education, as well as attempts to obtain product identification. Investigation of this case revealed no confirmed device malfunction beyond a bent cannula and reported leaking, and the cause of the hyperglycemia was not determined. It was concluded that the event involved hyperglycemia with cause unclear and that user-directed corrective actions were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.